Manufacturer narrative:
(B)(4). (B)(6). Complaint sample was evaluated and the reported event was confirmed. As returned, the hex bolt seems to be fractured from a straight or hybrid offset shell inserter. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Due to insufficient information, complaint history could not be reviewed. Root cause is a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
An unknown broken cup inserter was returned by (B)(6) on the linked complaint. No further information is available.